Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately low compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began before 6 a.m., on the morning of (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿40, 38 and 35 mg/dl¿ with the subject device, which he felt were low compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of oral medication (januvia, 100 mg once daily and farxiga, 10 mg once daily) and it is not known what changes, if any, he made to his usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) 2017, he developed symptoms of ¿dizziness, mouth drying and blurred vision¿. The patient advised that on (B)(6) 2017 at around 10 a.m., he visited his doctor¿s office where his blood glucose was reportedly measured at ¿280 mg/dl¿ on the clinic device (brand not reported) and his doctor prescribed him additional oral medication (glipizide, 10 mg twice daily and metformin, 1000 mg once daily). At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue occurred.